Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up in clinic, episodes of noise resulting in myopotential oversensing and automatic mode switch were noted on the right atrial (ra) lead. The physician suspected lead damage. No intervention has been performed. The patient was in stable condition and will continue to be monitored.